Event description:
Boston scientific received information in (B)(4) 2007 that a red alert was detected by the latitude system from this implantable cardioverter defibrillator (ICD) device due to a high right ventricular (rv) pacing impedance measurement exhibited by this transvenous defibrillation lead. It was noted that there was one out of range measurement recorded two days post implant; subsequent measurements have been within acceptable limits. There have been no reported adverse patient effects associated with this clinical observation. A boston scientific technical services (ts) consultant discussed that since the out of range measurement occurred two days post implant, it was suspected that a revision procedure may have taken place prior to the patient being discharged; however they could not confirm this. The local area sales representative was paged for more information. The local area sales representative was contacted several times for additional information, but was unable to provide additional detail. Subsequently, boston scientific received information that this device was electively explanted and replaced with a biventricular device in (B)(6) 2013. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of middle-of-life 2 (mol2) associated with a monitoring voltage of 2.57 volts. Visual inspection identified tool marks on the header, abrasion marks on the casing and minor bodily fluid contamination in the lead barrels. Impressions left by the seal rings of the implanted leads indicated that the leads were fully inserted into the header. The right ventricular (rv) positive seal plug was missing. All of the other seal plugs were intact. All of the set screws extended and retracted normally. The device passed pin gauge testing and performed normally during lead impedance testing. The device was put through and passed therapy verification testing. It was concluded that this device performed normally throughout laboratory testing.